Manufacturer narrative:
(B)(4). Batch # u5e823. (B)(4). Additional information was requested, and the following was received: did the reload begin to staple and cut, but then jammed? Did the device staple, but there was no cut line? Did the device staple? If the device stapled, was the staple line complete? If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)? Were the cut line and staple lines equal? How was the procedure completed? Response: no further information has been provided device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with no apparent damage with a reload present. The reload was received unfired and with the swing tab in the unlocked position. With the right gripping surfaces broken off and the left gripping surfaces was noted damaged making the reload nonfunctional. The device was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete, and the staples meet the staple form release criteria. The device was then tested with test reloads for functionality in the two (green - blue) staple height selector positions and achieved its firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria on firings. The event reported was confirmed and it is related to improper use of the device. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an unknown procedure, the blade did not advance forward from half of the tissue. No fragments generated. There was no delay to the procedure and the procedure was completed successfully with no patient consequences.